Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329; product lot/serial number (B)(6); product type: compression loading system; implant date na; explant date na product ID d-evolutfx-2329; product lot/serial number unknown; product type: delivery catheter system; implant date na; explant date na select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve a conduction abnormality, a left bundle branch block (lbbb), was identified. No symptoms were reported. As result of the lbbb, there was an unspecified change in the directed medical therapy and hospitalization was prolonged. As reported, lbbb had prolonged the index procedure, but medication was not initiated or changed as result of the lbbb. The patient was discharged from the hospital 2 days following the valve implant. The lbbb had not resolved. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information noted the physician indicated the event was probably related to the implant procedure and to the valve itself.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the patient felt well and was asymptomatic on the date of discharge.